Event description:
A tandem mobi cartridge alarm was reported by andrea young, who experienced error codes with three cartridges from the same box. There was no adverse impact to the customer¿s blood glucose level. Andrea inquired whether the faulty cartridges could be replaced and attached a screenshot of the failed cartridge, but no additional information was provided regarding further actions or outcomes.